Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that a shock impedance measurement of greater than 125 ohms was observed on this implantable cardioverter defibrillator (ICD). It was also noted that the right ventricular (rv) lead threshold has also increased. X-ray confirmed that there is no fracture and that the lead is securely positioned in the apex of the heart. A data disk was submitted for review. Upon review, it was confirmed that one out of range shock impedance measurement had occurred. It was also confirmed that no noise was present in the recorded episodes. The rv lead was explanted. No adverse patient effects were observed.